Event description:
When the bipolar forcep was used with unipolar probe in place, the pt would jump - no injuries reported. The cautery unit produced a shock. The electrode wires were plugged in correctly.